Event description:
Patient went through metal detector/security at store. Patient felt stimulation was off. Patient reviewed with access review, showed that neurostimulators were off, and turned back on. When neurostimulators were later interrogated by hcp, neither one showed any activations.